Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/15/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported broken hub. There was a leak of product between the syringe and the needle at the de-aeration time ¿deltoid 1¿/blue hub.